Event description:
Follow-up information revealed the patient underwent surgical intervention on 13 feb 2018, wherein the lead was explanted and replaced with a new one which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving insufficient therapy and stimulation in an unintended area. An impedance check revealed high impedance on a few contacts. Multiple troubleshooting attempts via reprogramming were unable to provide needed therapy. As a result, the patient plans to undergo surgical intervention.